Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor of the device was not running was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device had unintended activation/motion. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported that during pre lab-testing, it was discovered that the battery reciprocator device motor was not running when tested with known working batteries and casings. During repair of the device, it was determined that the device had unintended activation/motion. It was further determined that the device failed pretest for check function of device, check for unintended motion, check in ¿off¿ mode and check oscillation frequency with frequency meter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.